Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, that the customer needed to press the wake button multiple times before the screen turned on. The customer occasionally had to plug the pump into a power source to turn the screen on. The customer's blood glucose level was approximately 200 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.